Event description:
A ventilator was returned to the manufacturer for service, there was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service senter, "service required" codes were found in the ventilator's downloaded error log. The device's power management board and internal battery were replaced to address the issue.